Event description:
During an unrelated procedure, it was difficult to loosen the set screw and was difficult to remove the lead from the header. The device was explanted and replaced to resolve the event. The patient was in stable condition.